Event description:
Son of the end user reported that his father fell out of his trsx5rc6 wheel chair, no fault of the wheelchair, no alleged injury or medical intervention. His dad is in the chair because his right leg is paralized and he has memory loss. The dealer came out to replace the wheellocks and they are not the same, the wheellock handle is too long. His dad needs to have therapy in his wheelchair and is not able to do so because the wheellocks keep moving the chair and his dad is unable to stand up to do the exercise. The back of the user's hand is bruised due to hitting the wheel lock. Invacare advised the son that the 6" wheel extensions can be removed and the original rubber tips can be put back over the wheel locks. MDR filed based on minor injury from the wheel lock extension. No malfunction of the product.